Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware.

Event description:
It was reported that the ipg would no longer connect to the remote control (rc) following a back surgery. Troubleshooting was done but was unsuccessful. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.